Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) removed the drawer from the cabinet and observed that the hard stop was loose. So, the fse tightened the screws holding, then placed drawer back into the cabinet but the drawer did not recover. Further, the fse replaced the inseparable magnet and placed back the drawer into the cabinet, then rebooted the station and the hardware successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer hardware in machine was failed and unable to recover. The customer reported there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.